Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose 35 mg/dl and blood glucose while admitted to the hospital was 60 mg/dl. The current blood glucose is 105 mg/dl. The customer treated their low blood glucose with food. It also stated that drive support cap was normal. Based on customer report customer does not allege pump was over delivering. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Insulin pump passed the delivery accuracy test at 0.08680 inches. Device received with partially broken off small piece at the reservoir tube lip, however the p-cap o r reservoir locked properly. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. Device received with foreign debris under display window.